Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: n/a upn: cur-101020u-p, model: cur-101020u-p, serial: n/a, batch: 33807643.

Event description:
It was reported that during the radiofrequency (rf) procedure at the l4 (lumbar) area the needle detached and while attempting to remove it the physician perforated the aorta at the level of the inferior mesenteric artery. An aortic clamping procedure was performed and the patient was hospitalized for two days. The rf procedure was not completed due to this event. The patient is stable.

Event description:
It was reported that during the radiofrequency (rf) procedure at the l4 (lumbar) area the needle detached and while attempting to remove it the physician perforated the aorta at the level of the inferior mesenteric artery. An aortic clamping procedure was performed and the patient was hospitalized for two days. The rf procedure was not completed due to this event. The patient is stable. Additional information was received that only one device was involved. The patient is doing well post operatively. The device will not be returned as it was disposed of by the hospital.